Manufacturer narrative:
A philips authorized service provider (asp) went onsite and performed a calibration of the touchscreen. The philips asp confirmed the calibration resolved the reported issue. The philips asp calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was faulty. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen was faulty. Device evaluation and repair are pending. This investigation is ongoing.

Manufacturer narrative:
H11: it was reported that the touchscreen was faulty. A philips authorized service provider (asp) went onsite and replaced the touchscreen, then performed a calibration of the touchscreen. The philips asp confirmed the replacement, and calibration resolved the reported issue. The philips asp replaced and calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.